Event description:
It has been reported that the locking mechanism on the customer's 6083 cot is not kicking in when unloading the ambulance and the cot then allegedly is dropping. There was a pt involved, however, no adverse consequences or injuries have been reported.

Manufacturer narrative:
Upon discussion with the user facility, it is thought that the alleged issue occurred due to operator. Stryker field service nor the user facility could duplicate the issue.